Manufacturer narrative:
After additional follow up on the original call, it was found that the patient had gone to their primary care doctor due to questions regarding high blood glucose levels (bg) and diabetes related questions, no treatment was actually provided. The doctor only referred the patient to the endocrinologist and prescribed syringes. The patient did not report going to their doctor due to the app error, but due to questions only. The endocrinologist was a scheduled appointment. Please disregard the initial emdr report as it does not meet the criteria for reportability.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had sought medical attention due to hyperglycemia. The patient visited their primary care doctor on (B)(6) 2023 and had a follow up appointment with their endocrinologist on (B)(6) 2023 . The patient was prescribed syringe injections. The patient reported the reason for her hyperglycemia was due to her omnipod 5 app not being compatible with her phone. The patient refused to give any more information.